Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the infection was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026, following a long day of increased activity, the patient experienced redness, tenderness, warmth and swelling near and above the chest incision as well as chest discomfort. On (B)(6) 2026 they presented to the emergency room where they were admitted. Labs and an EKG were done and intravenous antibiotics were administered. It was reported that cellulitis was found on the lead attached to the right carotid and on (B)(6) 2026, the lead was explanted. Per the opinion of the physician, the root cause of the infection was unknown. The patient was discharged on (B)(6) 2026, the infection resolved.